Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cardiovascular procedure, the device misfired. The stapler did not deliver any staples, it did not cut the tissue of the lung but the tissue tore when the surgeon was trying to remove it from the tissue. It was the first firing of the stapler with a blue load. No buttress material was used. There was no other staple line. The triggers did not return to original positions. Yes there was difficulty removing the device. It tore the tissue.